Event description:
A customer reported error message ¿4193 y-axis cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The customer confirms the waste was empty and there were no fallen test cups in the test cup sorter. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While checking y-axis cup transfer alignments, fse found the detector incubator out of alignment for the y-axis cup transfer assembly. Fse realigned the detector incubator to the y-axis cup transfer assembly for the x-axis and resolved the issue. Fse repaired and validated the analyzer by successfully performing macro test for cup evaluation and ran quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2023 through aware date 26nov2024. There were two similar complaints identified during the search period including this case. (B)(4) operator's manual on the appendix 4: error messages: (4193) y-axis cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the detector incubator to the y-axis cup transfer assembly.